Event description:
It was reported that shaft break occurred. A 4.00 x 16 synergy stent was selected for use. However, during preparation, it was noted that the shaft broke when the device was removed from the hoop. The device was replaced with another synergy stent and the procedure was completed. No patient complications were reported. A synergy ii us mr 4.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found a hypotube break 2mm distal to the distal end of the strain relief. Damage was also noted in the hoop which was retuned along with the device. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 03:45 pm CT. The report number is being corrected from: 2134265-2018-64356 to: 2134265-2018-62896.

Event description:
It was reported that shaft break occurred. A 4.00 x 16 synergy stent was selected for use. However, during preparation, it was noted that the shaft broke when the device was removed from the hoop. The device was replaced with another synergy stent and the procedure was completed. No patient complications were reported.